Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients left eye (os). The lens will be explanted and exchanged for another lens. The lens remained implanted. Additional information has been requested but none has been forthcoming.